Manufacturer narrative:
This is one of three related reports. This report represents the impella 5.5 and other reports were submitted for the impella cp and automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was being placed via the access at the left axillary graft site to support the 75 year old male patient with a known cardiac history. The patient was in for the electrophysiology procedure of an ablation. Prior to this admission the patient had previously been on another impella, had an aorto-fem bypass, and was known to have peripheral arterial disease with calcification in the aorta. The team attempted the 5.5 placement using all best practices and guidewire exchange, but the pump could not be delivered as the team met resistance at the aortic arch. The team explanted the 5.5 and instead utilized the impella cp pump and new access site. The team did note the 5.5 was damaged/kinked in the attempted insertions. The instructions for use of the 5.5 pump does note the contraindication of severe arterial disease precluding placement of the impella system.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the failure-to-advance issue was most likely related to the patient¿s peripheral artery disease (pad) and calcified vessel condition. The cause of the catheter kink issue was most likely related to the patient¿s peripheral artery disease (pad) and calcified vessel condition; however, the damage could not be verified without the returned product or sufficient clinical images.